Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014 the patient developed a fever. A blood exam and pathology were performed. All results were negative. The patient was treated with steroids. The surgeon opines that the patient had a reaction to the mesh. The patient is currently getting better. The mesh remains implanted.